Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk, therefore, a review of the mfg documentation could not be performed. The most probable root cause is determined to be anticipated procedural complication.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an occlusion occurred. The physician implanted a taxus express2 atom drug eluting stent, unk size, to an unk vessel. No pt injuries or complications were reported. Four days post procedure, the pt's "artery was blocked again". The lesion was dilated, unk type and size balloon, and the pt was stable post procedure. Add'l info regarding this event has been requested.